Manufacturer narrative:
Analysis confirmed the reported event, as a result the bezel assembly was replaced. The programmer then passed functional testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus position did not coincide with the cursor position on the programmer screen. The programmer was returned for servicing. There was no patient involvement.